Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d8 and d9.

Event description:
Event occurred regarding extension set, 7 inch, clave connector, secure lock where it was reported that they had two instances where the tubing was leaking/dripping. When the device was flushed, it was connecting the tubing to the IV insight then it began to leak. The tubing that connects to the blue hub is where it leaked in all instances. There was reported patient involvement and no patient harm.

Manufacturer narrative:
Additional reporter: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.